Event description:
The customer reported to varian that the mu on imrt plan with split fields are doubled. According to the report, there was no pt associated with this event. No pt injury has been reported.

Manufacturer narrative:
Varian provided the customer with an immediate work around by instructing the user to copy and paste the original non-split plan, defined a primary reference point, re-run optimization and calculate. The customer was able to approve the plan and the resulting split (#) plan had the correct mu on the split fields. In addition, varian provided a copy of the ctb (customer technical bulletin) that describes the device behavior. This issue was previously reported on MDR #3003793371-2009-00001. A product notification letter was provided to affected customers. All corrective action has been reported under the guidelines of 21 cfr part 806. No f/u reports are anticipated.